Event description:
Patient was revised because she never achieved adequate rom post-primary. Surgeon felt the stem may have been higher than optimum, so he removed the head and well-ingrown stem, cut more bone, and also changed to a slightly smaller head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided information states the patient never achieved adequate rom post primary. The surgeon felt the stem may have been higher than optimum. The surgeon removed the head and well ingrown stem, cut more bone; bone grafted, and implanted a new yet same size primary stem and slightly smaller head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.